Event description:
The account alleges that a 77-year-old male had a dx-cag procedure on (B)(6) 2022. During the procedure, the operator had difficulty cannulating the right radial artery and after several failed attempts the right radial approach was abandoned, the left radial access attempt was successfully acquired. The procedure was successfully completed with no patient issues to report. The patient was discharged to home. Twelve months later, the patient presented on multiple occasions with ongoing pain and a non-healing wound at the site of his right radial access site. The patient had an ultrasound scan on (B)(6) 2022 and received 3 courses of antibiotics. On (B)(6) 2023 the presented again with pain and redness of the right arm. He was sent home the same day with a diagnosis of cellulitis and a 7-day course of antibiotics. The patient returned to the ed on (B)(6) 2023 because he was not responding to the antibiotics. The patient was systemically unwell and was admitted to the hospital for intravenous antibiotics and further imaging. On (B)(6) 2023, the physician was called to review his arm after showing the rn a piece of metal protruding from his right forearm. This event was escalated to the surgical department for an urgent computed tomography (CT) study. The CT revealed retained fragments [x3] of a metallic access guidewire. The patient underwent a foreign body removal procedure the same day and required a 15-day admission for intravenous antibiotics to treat a staph infection and the bacteremia caused by the retained guidewire. During a recent follow up visit, the patient had no evidence of ongoing infection. His inflammatory markers were normal and blood cultures were negative.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.